Manufacturer narrative:
Additional information: h1.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented for a remote follow up via (B)(6) with low defibrillation impedance exhibited by the right ventricular lead. No interventions were reported. The patient was in stable condition.